Manufacturer narrative:
As this lead was surgically abandoned and will not be returned, no further information concerning this report is expected, and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker and right ventricular (rv) lead displayed loss of capture resulting in asystole greater than two seconds. Rv thresholds were 1.3v; however, the rhythm strip revealed loss of capture at 2.5v and in the stored electrograms. The outputs were reprogrammed. Subsequently, the following morning this device and rv lead were replaced. This lead was surgically abandoned. No adverse patient effects were reported.